Event description:
It was reported that during a starr procedure, the device did not staple but cut. Bleeding occurred. The case was completed with suturing by hand. The staples were misformed. No further info is available.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.